Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window corner, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Event description:
Customer's wife reported receiving an alarm on the insulin pump for a loose drive support cap. The blood glucose reading was 270 mg/dl. The insulin pump was not dropped or bumped. The drive support cap was sticking out, but the customer did not press on this cap while connected to the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.